Event description:
It was reported that, "the screw for the wedge would not completely tighten into the femoral component. The threads would engage and screw in partially, but would eventually just spin in the hole. The wedge was tight on the femur, but the surgeon was unable to torque the screw. He eventually utilized cement to definitively fixate the wedge."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was implanted. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.